Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested and obtained: please provide photos: no photos were taken. Incision size of product application? 3 cm x 1 cm laceration. How was the wound cleaned prior to applying dermabond? Area cleaned with hebiclens and sterile water. How was the product applied and how many layers applied? 3. What prep was used prior to, during or after dermabond use? No prep was used. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing was placed as the dermabond hardened and made an air tight seal for the laceration. What is the physicians opinion of the contributing factors to the reaction? The doctor states that it was a clean procedure that should have not resulted in an abscess formation. Were cultures performed? If so, results? No, was the first adverse reaction we saw and did not think about it being from the dermabond at that time. Was treated with antibiotics and healed. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions): none. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an laceration closure procedure on (B)(6) 2019 and topical skin adhesive was used. On (B)(6) 2019, patient formed an abscess. No device will be returned. Additional information has been requested.